Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified volume of normal saline via a plum pump. At an unspecified time, the male adapter of a needleless valve connector was connected to the secondary port on the cassette of the primary tubing set for a secondary delivery of an unspecified chemotherapeutic agent. After an unspecified length of time, solution leaked from the luer connection of the needleless valve connector and the secondary port of the cassette. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided, including if the tubing set was replaced and the therapy was resumed and if the solution that leaked was cleaned up according to the user facility's protocol.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80frn and has a 510k of k052052. This report represents all the information known by the reporter upon query by hospira personnel.